Event description:
It was reported that one month post implant, the patient's right ventricular (rv) lead had elevated/high thresholds. The lead was re programmed and remains in use. The patient is a participant in the attain stability quad clinical study. No patient complications have been reported as a result of this event.